Manufacturer narrative:
Correction: e4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy and left salpingectomy, the needle was loaded into the device without issue and inserted through the trocar into the patient. Upon placing the device inside the patient, it was observed that half of the needle was missing; one half remained in the device, while the other half had fallen into the patient¿s cavity. The broken half of the needle that fell into the patient was successfully retrieved, and the remaining half was removed from the device. A new needle was loaded onto the same handle, and the procedure continued without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products: vloca006l, vloca006l v-loc* 180 0 abs reload 15cm (lot#:n4a2227y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy and left salpingectomy, the needle was loaded into the device without issue and inserted through the trocar into the patient. Upon placing the device inside the patient, it was observed that half of the needle was missing. One half remained in the device, while the other half had fallen into the patient¿s cavity. The broken half of the needle that fell into the patient was successfully retrieved, and the remaining half was removed from the device. A new needle was loaded onto the device and the procedure continued without further issues. No patient complications have been reported as a result of this event.